Event description:
It was reported that in-stent restenosis (isr) occurred. The 85% stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery (rca). A 2.50x28mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. Upon follow-up, the physician found isr. The lesion was then predilated with a non-bsc balloon catheter and the lesion was treated using an unspecified stent to cover the isr. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).